Event description:
It was reported that during catheter ablation procedure to treat atrial fibrillation, nrg transseptal needle was selected for use. It was mentioned that it was not possible to cross the septum. Several attempts were made but issue still persisted and upon checking the tip it turned black. The procedure was completed successfully by using another needle. No patient complications have been reported. The needle is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the rf needle was inspected and decontaminated. Slight curvature on distal end of needle during visual inspection. Also, needle was flushed properly during flow test. Next, the device passed the design specifications for the active tip length measurement. During vhx imaging, the charring was visible on the tip which concludes that rf was successful during the procedure. Returned needle passed the puncture test performed on a bench-top model, where a testing dongle was used to bypass the nrg eeprom to simulate rf delivery of the needle without having to authenticate the nrg eeprom that is write-protected. The needle performed as expected and was able to deliver rf in a bench top testing setup. Overall, the reported allegation for failure to cross allegation cannot be confirmed, but for the charring of the needle allegation is confirmed.

Event description:
It was reported that during catheter ablation procedure to treat atrial fibrillation, nrg transseptal needle was selected for use. It was mentioned that it was not possible to cross the septum. Several attempts were made but issue still persisted and upon checking the tip it turned black. The procedure was completed successfully by using another needle. No patient complications have been reported. The needle is expected to be return for analysis.